Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain one of four of peritoneal dialysis therapy. During troubleshooting, it was reported that the transfer set ¿fell off from the catheter,¿ that led to this alarm. The patient clamped the catheter with a red clip. Renal therapy services (rts) instructed the patient to go to the emergency room. There was no report of patient injury or medical intervention associated with this event. No additional information is available.